Manufacturer narrative:
The reported event of cardiac perforation could not be confirmed. As received, the connector portion of the lead was returned in one piece measuring 4.0 cm. Helix mechanism test and tip stiffness test could not be performed as the distal portion of the lead was not returned. Electrical test and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2020 for a scheduled pacemaker implant procedure. During the procedure, the physician positioned the right ventricular lead twice and the atrial lead three times before finding acceptable locations and lead parameters. The patient was having an atrial fibrillation episode at the time with low frequency and low amplitude atrial signals. Subsequently, the physician had to attempt multiple lead positions and lead helix deployments. The final atrial lead location was on the left (os) of the atrial appendage. The pacemaker was connected and the implant pocket was closed. While dictating his notes, the physician noticed the patient's blood pressure had dropped to 64/40. An echo-cardiograph showed the patient had a pericardial effusion. The physician speculated that one of the two leads had perforated the heart; it was never determined which lead or when perforation occurred. A significant amount of blood was then drained from the pericardium but blood pressure continued to fall. Despite consistent ventricular pacing and capture, eventually no pulse was produced on the arterial line. Chest compressions were initiated and continued for 30-40 minutes while blood was continuously being drained from the pericardium. Finally, ventricular pacing at maximum output could not produce capture for the heart. The time of death was called. Upon review of the case, the physician and scrubs concluded that there were no signs during the procedure that indicated the leads had perforated the heart. The perforating lead or position that contributed to the event was never determined. Related manufacturer reference number: 2017865-2020-09005.